Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during a pre-medication infusion at the rate of 180ml/hr to run over 20mins, the product leaked and caused the patient's blood to continue to leak. Blood loss was approximately 5-10ml. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for evaluation. However, two (2) photos were received. Visual examination of the photos confirmed leakage due to broken backcheck valves in caresite valves. The reported defect was visually confirmed from the attached photos. Although the defect was visually confirmed, the exact root cause was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.